Event description:
The customer states that one patient generated an architect total psa assay result of 55.17 ng/ml. Approximately three weeks later, the customer tested at 5.71 ng/ml. This last result was verified by repeat testing. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4). The initial report was submitted under brand name abbott architect i2000 analyzer, (B)(4). It was determined that the investigation should be performed on brand name architect total psa reagent , (B)(4). This report is being filed on an international product, (B)(4) that has a similar product distributed in the us, (B)(4). No returns were made available from the customer site for this evaluation. The reagent lot associated with this complaint is unknown; therefore, no testing can be performed. A review was performed of the architect total psa customer release testing results from the past six months. All results were within specified validity acceptance limits and no adverse trends were identified. A review of the architect total psa assay package insert (B)(4) found sufficient information to address the customer's issue. The results of the present investigation demonstrate that the architect total psa assay/reagents are meeting their safety, effectiveness and label claims with no deficiencies identified. No additional issues were identified during the investigation and no malfunction was identified. This is a final report.